Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. Additionally, a not-reportable error code was found in the device's error log relating to 'software detected that real time clock registers resetted or got corrupted'. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. No repairs were performed. The device will be scrapped per the customer's request.

Manufacturer narrative:
This device bipap a30 was manufactured 02/09/2012 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.